Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or condition that may have contributed to the user's high blood glucose. The omnipod's user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." To treat dka, the user guide states, "check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call a hcp for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your hcp for guidance." Product lot qualification records were reviewed and determined to have met all acceptance criteria.

Event description:
Customer reported that he is "running high" and has "already tried 3 pods." Customer was in the ER due to dka. He was treated with an insulin drip. No add'l info was provided. The pod is not expected to be returned for eval.